Event description:
After zero point adjustment, readings dropped -58mmh2o before implantation. It was confirmed that there was no problem with the icp sensor and the surgeon thought the device defect. The icp sensor was only removed and not replaced. There were no adverse consequences to the patient. No surgical delay was reported. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an mrd reclassifying the incident as a malfunction.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an mrd reclassifying the incident as a malfunction. An e-mail received from the affiliate on (B)(6) 2012, informed that the device was returned to the hospital upon their request. There is no device shipment to us on this complaint. Complaint sample was not returned to codman; therefore the evaluation could not be performed. Complaint will be closed at this time without any further action. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. Complaint sample not returned.